Event description:
Event description boston scientific crm received information that this transvenous defibrillation lead and this transvenous coronary sinus lead were found to have dislodged one day post implant. The physician elected to reposition the defibrillation lead, which was performed without reported complication. An attempt was made to reposition the coronary sinus lead, but this was not successful due to difficult patient anatomy. The lead was removed, and a different model coronary sinus lead was attempted. This lead also could not be placed due to difficulty anatomy. The lead was removed, and the patient will be scheduled for an epicardial lead placement procedure. To date, there have been no reported patient symptoms associated with this clinical observation.